Event description:
The manufacturer received an allegation that upon initial inspection of device, device failed active exhalation verification. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.